Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after gallbladder removal, when closing the wound (12 mm skin tissue), a white foreign material was found. It was a tip of the device. When inserted, the surgeon felt difficulty, but did not notice it was broken. The piece was retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury.

Manufacturer narrative:
(B)(4).